Event description:
It was reported the impedance of electrode pair c-3 was measured to be high at 3394 ohms. The manufacturing representative was checking the patient¿s left implantable neurostimulator (ins) on the day of this report for an MRI. Impedances were measured at 3v and the rest of the impedances were within normal limits. The patient was programmed with electrode two as negative and electrode three was not being used. The therapy status of the patient and the reason for the MRI was unknown. The manufacturing representative attempted to program the ins on electrode three to illicit a response, but no response was seen. The high impedances had not resolved and the cause of the event was not determined. The MRI was not done and the patient was instructed to follow up with their healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v015168, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v014891, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).